Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016 customer programmed 5.5 i.u. - no information to the pump. No bolus was delivered via the pump. Blood glucose level 424 mg/dl. On (B)(6) 2016 at 01:33 blood glucose level 150 mg/dl, customer programmed 7 be and a bolus of 14.98 i.u. At 04:30 p.m. Customer measured blood glucose level of 440 mg/dl. He checked the memory but no entry was visible. The missing value could result in incorrect future bolus advice. Blood glucose level under control by customer. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.